Manufacturer narrative:
Unit passed sleep current measurement test, active current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No under delivery anomalies or pump error alarms noted during testing. Unit successfully downloaded to thump and carelink. Pump error 130 occurred on 09/18/2025 15:54:01.000. Confirmed 21.525 units of normal bolus was delivered on 18-sep-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case (minor). Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly, device test failed and pump error 130 were not confirmed. Unable to confirm high bg's and exposed to a high magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is underdelivering. The customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported a blood glucose value of 17.9 mmol/l. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed for the high blood glucose. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer is using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. Troubleshooting was performed for the pump error, and the customer was able to clear the error and complete the rewind process, but the pump did not pass the displacement test. The customer states pump was exposed to a high magnetic field. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.